Manufacturer narrative:
H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of current product. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of current product. Visual inspection upon receipt confirmed there was no kink on the shaft along the total length. X-ray fluoroscopic inspection of the distal segment found that the distal tip, including the radiopaque marker, was missing. The total length was measured and it was found that the distal portion, including the radiopaque marker, is missing from the actual sample by 1mm in length. Electron microscopic inspection revealed no anomaly which could be a trigger of the separation of the distal tip. The cross-section of the distal end was inspected under magnification and the electron microscope. The patency of the lumen was confirmed to be intact. The outside and inside diameters were confirmed to meet manufacturer specifications. The kink resistance of the shaft was tested and confirmed to meet manufacturer specifications. Review of the manufacturing record and shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot# combination. Functional testing was conducted and was able to reproduce the reported defect. This test was conducted on a current product sample and was inserted over a guide wire until it became stuck. Subsequently, in that state, it was subjected to some pulling force, resulting in the rip of the distal tip. The distal tip was ripped off the shaft, with the portion where the distal tip and the shaft had been welded being exposed. The patency of the lumen of the shaft was confirmed to be kept intact and was observed to be similar to that of the actual sample. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation findings, it is likely that the distal segment, including the radiopaque marker, of the actual sample in the state of being inserted over the involved guide wire became trapped. Subsequently, during some pulling manipulations for release from the trap, the actual sample was subjected to some pulling forces, resulting in the separation of the distal tip. With no evaluation of the guide wire used in combination with the actual sample, the definitive cause of this complaint cannot be determined from the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported dislodgement of a marker on the navicross device. Follow up communication with the user facility reported: during a difficult ll angioplasty (while intervening sub intimally), the embedded tip of a navicross which was being deployed over a boston amplatz, seemingly detached; under imaging and post removal of the navicross, the marker appeared to be sandwiched between the intima; it was reported "the tip I believe remains in the patient"; it was reported quite a few different catheters were used during the procedure, and at one stage one of these competitive catheters and wire combinations become stuck; upon examination of the boston amplatz 035" wire, it appeared very rough with bits / knobbly bits on the wire surface; the procedure was a right sfa occlusion. 100mm long and level of calcification, totally occluded initial approach was done using a standard 035 angled terumo which was then exchanged to an amplatz 035" once through the occlusion sub intimally; while trying to remove the navicross to subsequently balloon the vessel using the amplatz the navicross was "found to be sticky" and difficult to remove as per normal; however once removed the doctor, the operator, was concerned to see that an ro marker apparently remained in the sub intimal layer. This was found the be the case when they screened against a reference navicross; the tip marker on the navicross was found to be absent on the one they had been using; there was an attempt to remove it by exchanging the amplatz to an 018 wire and a 2mm balloon by first threading the wire through the ro ring and then the balloon and having inflated the balloon try to drag the ring back; this method was unsuccessful and the wire and balloon would not engage through the ring; and it was reported the procedure was completed successfully.